Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 52 mg/dl. The customer stated that she had a magnetic resonance image taken on her neck and received an alarm on the insulin pump, which indicated that the motor position encoder experienced an error. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window and cracked battery tube threads. No motor position encoder error alarm could be confirmed and the displacement test could not be performed due to the motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.